Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastointestinal videoscope exhibited plastic distal end and jet tube had remains of foreign material and biopsy channel exit had signs of corrosion. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be definitively determined what the foreign material was in the device. The foreign material may hot have been removed because reprocessing was not conducted properly due to leaks caused by deformation of the upward/downward angulation control knob, cracks in the scope-body and wear of the scope-cover packing. However, the cause of the material remaining in the device could not be determined. The event can be [prevented] by following the instructions for use: instructions for use states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Instructions for use states the preventive measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.